Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 valve, the commander delivery system balloon ruptured. During withdrawal of the delivery system, the nose cone and part of the balloon detached from the delivery system. Cut down was required to remove the nose cone and balloon from the patient. The detached balloon was successfully removed from the patient. No further information is available at this time. The valve remains implanted in the patient.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device visual inspection, relevant functional testing and dimensional analysis was not able to be performed. The patient¿s 3mensio report and images of the device post procedure were provided for review. The 3mensio report indicated vessel calcification and vessel tortuosity were present. The photos of the device revealed the proximal end of the delivery system with the balloon separated and the distal end of the delivery system with a burst inflation balloon. A device history records (DHR) review of the relevant work orders related to the manufacturing of the devices and components was performed. None of the work orders revealed any issues that may have contributed to the reported event. A lot history review revealed no similar complaints. A review of the complaint history from january 2018 through december 2018 revealed other similar returned complaints for the edwards commander delivery system (all models and sizes) revealed other similar returned complaints that were confirmed for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty¿. Available information suggested patient and or procedural factors may have contributed to the reported event. Review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the applicable trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for ¿balloon ¿ burst¿, ¿¿distal tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty¿ were able to be confirmed based on the review of the provided imagery. Due to the device not being returned for evaluation, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of the complaint history, manufacturing mitigations, DHR, and lot history support that it is unlikely that a manufacturing nonconformance was a contributing factor. The technical summary documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the complaint description, the balloon burst during a valve in valve procedure. It is possible that the condition of the existing valve or valvular calcification contributed to the balloon burst. The burst balloon could then have created difficulty withdrawing the delivery system, as the altered balloon profile may have gotten caught on the tip of the sheath or other parts of the patient anatomy. The additional force used to remove the delivery system could have caused the nose tip to separate during withdrawal. The available information indicates, patient factors (valvular calcification) may have contributed to the balloon burst during valve deployment and subsequent withdrawal difficulties. Attempts to remove the delivery system likely contributed to the distal tip separation and surgical cutdown needed to remove the devices. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.